Manufacturer narrative:
This report is being submitted as follow up number 1 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The returned sample was evaluated. The coil was found to have been stretched, the determination of the total length of the actual sample verified to meet manufacturing specification. There was no separated segment remaining in the competitor's microcatheter. No fracture was confirmed on the actual sample. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. It was reported that two devices were used in this procedure, for that report see MDR 9681834-2016-00308. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the involved guidewire device was fractured. Follow up communication with the user facility confirmed the following information: the physician reported that the tip of two rtns devices separating/delaminating from the core of the wire during a procedure; one of the wires became stuck in the corsair and they had to remove both devices together; the catheterization procedure was completed successfully; and the patient was reported as doing fine.